Event description:
It was reported by the customer, on the morning of november 9, in the process of PICC puncture for patients, when the guide wire in the mst kit was used to remove the puncture needle and feed the intubation device, three consecutive difficulties occurred due to the burr and bulge of the guide wire. Resulting in puncture failure, replacement of mst kit and increase in patient pain. Additional information 11/13: it was reported by the customer, the guidewire fragments did not remain in the patient's body. Because of the roughness and barbs, the barbed segments are found in vitro. On the 9th, the patient went to the PICC outpatient clinic for PICC catheterization, and the PICC outpatient nurse used a peripherally cannulated central venous catheter kit and accessories to catheter the patient. During the operation, the guidewire puncture into the human body smoothly, but the tail end of the guidewire is too thick, the inner sheath of the cannula cannot pass through the tail end of the guidewire, and the head end of the inner sheath is reversed after exertion, and it is difficult to push between tissues. The patient's condition was basically normal during and after surgery. 4/15/2024 - the customer reported this occurred with three patients and five devices however only one device was returned for evaluation. The returned guidewire was found to be kinked and the weld tip was broken off. This report addresses the first occurrence and returned device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing/withdrawing the guidewire is confirmed and was determined to be use related. The product returned for evaluation was a 4.5fr microintroducer and a straight stainless-steel guidewire. A photograph of the microintroducer and guidewire was also received. Use residue was evident throughout both samples. The photograph showed a segment of the guidewire had broken off. Microscopic inspection of the distal tip of the dilator was buckled and flared outward. Biological use residue was observed within the dilator. Microscopic inspection of the peel-apart sheath was unremarkable. A bend was observed in the coil wire at the proximal end of the guidewire. The proximal end of the guidewire, including the weld tip was broken off and not returned. However, a small segment of guidewire was observed in the returned photograph. The distal end of guidewire was intact and unremarkable. The kinked coil wire and break on the guidewire and the damage on the dilator suggests that the damage likely occurred from device manipulation. The abundant blood residue suggested that manipulation occurred during device use. This complaint will be recorded for future trending and monitoring purposes.